Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that subsequent to a percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2013, the patient underwent for cardiac catheterization and revealed a 80% stenosed de novo lesion located in the distal portion of the saphenous vein graft to 2nd obtuse marginalis artery with a reference vessel diameter of 4 mm and a lesion length of 24 mm. The target lesion was treated with direct stent placement using a 4 mm x 24 mm promus element plus study stent with 0% residual stenosis. The subject was discharged the next day on aspirin and clopidogrel. In (B)(6) 2013, the subject experienced chest pain and was admitted to hospital. Cardiac enzyme values were noted to be elevated indicating mi (peak ck total = 378 iu/l, uln = 232 iu/l; peak ck-mb = 45.4 ng/ml, uln = 4.9 ng/ml; peak troponin t = 0.76 ng/ml, uln = 0.1 ng/ml). No specific treatment was given for mi. The event was considered as resolved and the subject was discharged on the same day.